Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review was completed and confirmed that the event of ar-d 1802: loss/no stimulation; ar-p 9205: pain; ar-p 9039: burning sensation; ai f1905: device revision or replacement was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number:(B)(6) batch/lot number: 7082547 model/catalog description: linear 3-4 lead 50 cm unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 34856780 model/catalog description: clik x anchor sterile kit unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and worsened with movement. The patient underwent an spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.